Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The event log displayed error related to the amount of fluctuation in flow sensor deviated from the standard. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue. It was also confirmed that j6 connector of display circuit board was loose, so display circuit board was replaced. The device passed final test.